Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings:the meter and test strips passed all testing with no faults found; the primary complaint was not confirmed. The retain test strips also passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately high compared to another meter(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient or the wife for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient's wife reported the alleged issue began on the morning of (B)(6) 2012. The patient's wife reported blood glucose readings of "380 mg/dl" with the subject meter and "316 mg/dl" on the hospital meter and "306 mg/dl" on the onetouch ultra meter, performed less than 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results meets the expected value of <=30% and/or <= 30 mg/dl. As part of the patient's diabetes regimen, the wife claimed the patient is on an insulin pump. Despite the alleged issue, the patient's wife stated the patient continued his usual dose of humalog insulin (dose unspecified) according to his carbohydrates. It is not known if the patient experienced symptoms of diabetes before or after the alleged issue began; however on (B)(6) 2012 between 7:30pm and 8:00pm, the wife stated the patient was admitted to the hospital for assistance. According to the wife, the patient was tested by the ER/hospital meter with a result of "60 mg/dl" and was immediately treated with food/drink. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and an approved sample site was used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.